Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('perforated sigmoid diverticulitis / small or large bowel focus of perforation / perforation (other) - please describe and state location of the perforation/ perforation of the sigmoid colon') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation, breast biopsy, colonoscopy, depression, breast lump removal, tobacco user and colon inflammation. Her most recent cbc on (B)(6) 2008, showed a white blood count of 9.9, hemoglobin of 13.6, hematocrit 39.5, and platelet count of 395. She is now felt to be ready for discharge. Concurrent conditions included pain in extremity, diverticulitis, hypertension, diverticulosis, ovarian cyst, sigmoidectomy, colectomy, breast lump removal, menorrhagia, suicidal ideation and alcoholic withdrawal symptoms. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes"), tooth disorder ("dental problems") and skin disorder ("skin conditions"). At the time of the report, the large intestine perforation, genital haemorrhage, abdominal pain, pelvic pain, vulvovaginal pain, abdominal pain lower, rash, tooth disorder and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, large intestine perforation, pelvic pain, rash, skin disorder, tooth disorder and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2008: white blood count of 9.9, hemoglobin of 13.6, hematocrit 39.5, platelet count of 395. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Mammogram - on (B)(6) 2008: assessment incomplete: need additional imaging evaluation.; on (B)(6) 2008: there has been a significant increase in heterogeneous microcalcifications within the region of nodular density in the upper-outer aspect of the left breast near the nipple in the anterior one-third. Suspicious abnormality. Pathology test - on (B)(6) 2008: diagnosis: ovary, side not stated, biopsy benign follicular cyst; colon, sigmoid, excision. Multiple diverticuli with acute and chronic; diverticulitis: serosal fibrosis with edema, acute and chronic inflammation 'and necrosis (clinically perforation). Ultrasound scan vagina - on (B)(6) 2008: impression: endometrium is heterogeneous in echotexture and measures up to approximately 1.13 cm in thickness. X-ray gastrointestinal tract - on (B)(6) 2011: a benign bowel gas pattern is present there is stool in the ascending transverse and descending colon essure contraceptive device are in placed in the pelvis. X-ray limb - on (B)(6) 2008: impression: normal radiographic examination of right tibia and fibula. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Concerning the injuries reported in this case, the following ones were reported via medical records: perforation of sigmoid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs & medical record received: new events - rashes or skin conditions, dental problems, perforated sigmoid diverticulitis were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.